Event description:
It was reported that during a laparoscopic cholecystectomy, the blade was used to dissect the gallbladder off the liver bed. The surgeon used the device up against a grasper. It broke the tip off. It was retrieved and removed from the abdomen. The case was completed with a like device with no pt consequence.